Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional stress testing without duplicating the report. Review of the device logs showed occurrences of "self check error 1051". The spm board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.